Event description:
During evaluation, seven (7) units of minicaps were found with the sponge separated from the cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in october 2021. The actual devices were not available; however, fifty-four (54) companion samples were received for evaluation. Visual inspection was performed and seven (7) minicaps were found with the sponge separated from the cap. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.